Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. It was further described as ¿the tube color had changed to purple and the patient experienced peritonitis¿ (no further detail was provided). The cause of the peritonitis was not reported. On an unreported dates, the patient was hospitalized for the event and began treatment with unspecified antibacterial therapy (dose, frequency and route were not reported). It was reported that the antibacterial therapy had no result (not further specified). No further detail was provided regarding whether dianeal and extraneal therapies were ongoing. At the time of this report, the peritonitis was not resolved and the patient was not recovered from the event. No additional information is available.

Manufacturer narrative:
On unreported dates in the month following the month of peritonitis onset, ¿the third scheme of antibacterial therapy was completed¿ (unspecified), the peritonitis was resolved, and the patient was recovered from the event. At the time of this report, dianeal and extraneal therapies were ongoing (previously not reported). Should additional relevant information become available, a supplemental report will be submitted.